Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went through an MRI scan without having the medication removed from the pump. The patient became unconscious while still in the MRI and was immediately transferred to the ICU unit. On (B)(6) 2019, the patient "woke up" and the physician is planning to "stop artificial ventilation" the following day.

Event description:
During the follow up it was informed that the patient is well, at home and taking baclofen orally. Patient is waiting for approval of replacement pump.

Manufacturer narrative:
Internal complaint number: (B)(4). It was informed that the patient is well, at home and taking baclofen medication orally. Patient is waiting of approval for replacement pump.

Event description:
It was reported that the patient went through an MRI scan without having the medication removed from the pump. The patient became unconscious while still in the MRI and was immediately transferred to the ICU unit. On (B)(6) 2019, the patient "woke up" and the physician is planning to "stop artificial ventilation" the following day. During the follow-up, it was determined that, "we are informed that the patient is well, at home and medicated orally with baclofen until the health institution receives the approval of the social security for the new pump, requested by the dr. With this approval the pump will be implanted and replaced for a new one." Device remains implanted.

Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. There was no alleged pump malfunction. Instructions for use note that the pump is considered 'mr conditional' and further states, warning: failure to empty the pump prior to exposure to MRI environment could result in drug overdose that could lead to serious patient injury or death. If an MRI procedure is necessary, the pump must be emptied of drug solution, not refilled and the pump programmed to 0.0 mg/day drug flow rate prior to entering the environment of the MRI. Strong magnetic fields, such as those created in magnetic resonance imaging (MRI) devices, may cause the valves of the pump to open, resulting in the immediate discharge of the contents of the drug reservoir and catheter into the patient. Internal complaint number: complaint-(B)(4).

Manufacturer narrative:
Corrected data: d4 (UDI). Internal complaint number: complaint- (B)(4).